Event description:
Information received from the field notes that during interrogation of the device, an rrt message was given even though the measured battery data was 2.76v, and <1 kohms. The rrt message could not be cleared. The patient diagnostics and function of the device appeared to be appropriate. The patient was pacemaker dependent and the device was replaced.